Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and reconnected all display connections, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated is (B)(6).

Event description:
It was reported that while the cs100 intra-aortic balloon pump (iabp) was being switched on, the display of the iabp was flickering. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10.

Event description:
N/a.

Event description:
It was reported that during a routine check, while the cs100 intra-aortic balloon pump (iabp) was being switched on, the display of the iabp was flickering. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) had been unable to duplicate the customer's reported issue. A supplemental report will be submitted upon completion of our investigation.